Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material attached to electrode #2 and the electrode lifted. Due to this a fourier transform infrared spectroscopy (ft-ir) analysis was performed and it was concluded that the unknown material particle was principally composed of polyethylene (pe) with a second component barium sulfate (baso), a radio pacifier material widely used in the medical device industry. The potential cause of the foreign material underneath the electrode could be related to the interaction with the sheath however, this cannot be conclusively determined. Then, a screening test was performed, and the magnetic and force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31151154l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a foreign material attached to electrode #2 and the electrode lifted. During the procedure, the medical team identified an error 106 alert code after the catheter plugged into carto and before first ablation. A  second catheter was used to complete the operation. There was no adverse event reported on patient. The first catheter was not used in the patient.